Manufacturer narrative:
Initial.

Event description:
It was reported that the charging pad for the ilet system was not charging as indicated by a blinking light that did not turn solid, despite attempts with multiple outlets, and a replacement charging pad was arranged; this aligns with a charging problem associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem consistent with a charging malfunction of the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.